Event description:
Technician alleged that the brake casters did not hold in the brake mode.

Manufacturer narrative:
Technician found the casters teeth were worn. He replaced the brake casters and the brakes functioned properly. The stretcher came from transportation and there were no alleged injuries.